Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep who clarified there was no issue with the ins holding a charge. It holds a charge just fine, but the patient's nursing home staff were not using the charger correctly. The cause of low impedance remains undetermined. To resolve the issue, it was not programmed using that electrode combination.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 37612 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the deep brain stimulation implantable pulse generator (ipg) was not holding a charge like it used to or was not working like it should be. They are not sure when this began, but the patient came to them on the 25th. Patient lives in a nursing or long term care facility. Transferred caller to page a local dbs rep. Caller states a low impedance was found on c/1 - 150ohms and caller noted the pt is not programmed on that pair but is programmed on 1/3 with therapy impedance of 455ohms. Reviewed that programming on the 1/3 contact pair is okay and to keep a close eye on the impedances moving forward. Reviewed how low impedances in voltage mode can result in shorter recharge intervals. Caller noted pt is getting therapeutic benefit at current settings. Patient rep called stating the patient has been in a nursing home and a manufacturer rep came out a week or two ago to meet with the patient. They were wondering if there was something wrong with the implant, that there was going to be a report sent or something. Also the patient had let their (right) ins charge level get down to zero and today the patient was not doing well. The caller states seeing the ins charge level was at 25% before leaving the nursing home today but the recharger was beeping and the patient just leaves the recharger over their shoulder letting it beep. Caller states there is a unit manager at the nursing home but the caller is not sure if the nursing home knows how to help the patient charge or not.